Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3507 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3507 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anemia on (B)(6) 2023, premenstrual syndrome on (B)(6) 2022, genital bleeding, urination pain, visual impairment, menorrhagia, paratubal cyst and rash. The only concomitant product mentioned was covid-19 vaccine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3507 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy & bilateral salpingectomy, oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen; uterus, cervix, both tubes & ovaries; clinical details; tlh/bso menorrhagia. Macroscopic exmaination: right fallopian tube is 70mm in length [a1] with right ovary 28x25mm including a cystic area up to 15mm there is a 70mm fluid filled paratubal cyst. The left fallopian tube measures 65mm in length with a 20mm fluid filled paratubal cyst the left ovary measures 23x15x10mm both fallopian tubes have a thin strand of wire protruding into the endometrium. Histology representative sections from the fallopian tubes show appearances within normal limits with no evidence of tubal dysplasia or invasive malignancy. Benign paratubal cysts are noted. The left ovary shows a benign follicular cysts. There is no evidence of borderline or malignant change. The right ovary is within normal limits. The cervix is benign with occasional tunnel clusters. There is no cin, cgin. Smile or invasive malignancy. The uterus shows weak secretory phase endometrium. No atypical hyperplasia or invasive malignancy is identified. There are no features to suggest chronic endometritis. Adenomyotic foci are present in the myometrium. There are no atypical features. Diagnosis: uterus, cervix, fallopian tubes & ovaries - hysterectomy for menorrhagia. [Pregnancy test] on (B)(6) 2023: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Surgical pathology report added. Medical history added. Concomitant drug, new reporter & patient aka name updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 50685169) for permanent contraceptive tubal implant. The patient had a medical history of anemia on (B)(6) 2023, premenstrual syndrome on (B)(6) 2022, genital bleeding, urination pain, visual impairment, menorrhagia, paratubal cyst and rash. The only concomitant product mentioned was covid-19 vaccine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy & bilateral salpingectomy, oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discontinuance letter from lawyer. ¿on (B)(6) 2023, we received disclosure of full medical records and copies of plaintiff¿s product labels from the (B)(6) defendant. We have now reviewed the disclosed documents and taken client instructions. The records confirm that plaintiff underwent insertion of essure on (B)(6) 2013 and that her lot number is: ess305/50685169. Our records indicate that the product circulation date for this device was (B)(6) 2012. As such, we understand limitation to have expired on (B)(6) 2022, before we were instructed by plaintiff, and before proceedings were issued¿. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen. Uterus, cervix, both tubes & ovaries. Clinical details. Tlh/bso menorrhagia. Macroscopic examination: right fallopian tube is 70mm in length [a1] with right ovary 28x25mm including a cystic area up to 15mm there is a 70mm fluid filled paratubal cyst. The left fallopian tube measures 65mm in length with a 20mm fluid filled paratubal cyst the left ovary measures 23x15x10mm both fallopian tubes have a thin strand of wire protruding into the endometrium. Histology representative sections from the fallopian tubes show appearances within normal limits with no evidence of tubal dysplasia or invasive malignancy. Benign paratubal cysts are noted. The left ovary shows a benign follicular cysts. There is no evidence of borderline or malignant change. The right ovary is within normal limits. The cervix is benign with occasional tunnel clusters. There is no cin, cgin. Smile or invasive malignancy. The uterus shows weak secretory phase endometrium. No atypical hyperplasia or invasive malignancy is identified. There are no features to suggest chronic endometritis. Adenomyotic foci are present in the myometrium. There are no atypical features . Diagnosis uterus, cervix, fallopian tubes & ovaries - hysterectomy for menorrhagia [pregnancy test] on (B)(6) 2023: negative. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters, device insertion date, lot no. Updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 50685169) for permanent contraceptive tubal implant. The patient had a medical history of anemia on (B)(6) 2023, premenstrual syndrome on (B)(6)2022, genital bleeding, urination pain, visual impairment, menorrhagia, paratubal cyst and rash. The only concomitant product mentioned was covid-19 vaccine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy & bilateral salpingectomy, oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discontinuance letter from lawyer ¿on (B)(6) 2023, we received disclosure of full medical records and copies of plaintiff¿s product labels from the nhs trust defendant. We have now reviewed the disclosed documents and taken client instructions. The records confirm that plaintiff underwent insertion of essure on (B)(6) 2013 and that her lot number is: ess305/50685169. Our records indicate that the product circulation date for this device was 19 october 2012. As such, we understand limitation to have expired on 19 october 2022, before we were instructed by plaintiff, and before proceedings were issued¿. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen uterus, cervix, both tubes & ovaries clinical details. Tlh/bso menorrhagia. Macroscopic exmaination: right fallopian tube is 70mm in length [a1] with right ovary 28x25mm including a cystic area up to 15mm there is a 70mm fluid filled paratubal cyst. The left fallopian tube measures 65mm in length with a 20mm. Fluid filled paratubal cyst the left ovary measures 23x15x10mm both fallopian tubes have a thin strand of wire protruding into the endometrium. Histology: representative sections from the fallopian tubes show appearances within normal limits with no evidence of tubal dysplasia or invasive malignancy. Benign paratubal cysts are noted. The left ovary shows a benign follicular cysts. There is no evidence of borderline or malignant change. The right ovary is within normal limits. The cervix is benign with occasional tunnel clusters. There is no cin, cgin. Smile or invasive malignancy. The uterus shows weak secretory phase endometrium. No atypical hyperplasia or invasive malignancy is identified. There are no features to suggest chronic endometritis. Adenomyotic foci are present in the myometrium. There are no atypical features . Diagnosis uterus, cervix, fallopian tubes & ovaries - hysterectomy for menorrhagia [pregnancy test] on (B)(6) 2023: negative. Lot number: 50685169, manufacture date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.